Event description:
--

Event description:
--

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Upon return, this lead was thoroughly analyzed. Visual inspection confirmed a complete lead however, a stylet was stuck partially inside the lead body. Setscrew marks were confirmed present on the terminal pin and the helix was retracted. The helix was confirmed non-functional, most likely due to the presence of dried blood in and around, the helix housing. No manufacturing irregularities were noted within the tip/electrode section of lead. Engineers were unable to successfully remove the stylet (most likely due to the dried blood) as a result, the stylet was severed at the lead terminal pin and analysis conducted. Extensive testing was performed to assess the lead¿s electrical integrity. Measurements throughout these tests demonstrated continuity of the electrical circuitry. Rigorous testing, including extensive lead manipulation while connected to an ohmmeter, verified there was no intermittency in the electrical conductivity. Analysis of the returned lead, failed to reveal any unexpected post-implant abnormalities.

Manufacturer narrative:
Following product return and completion of laboraotry analysis, this event will be further updated.

Event description:
Boston scientific received information that following an uneventful right ventricular (rv) lead implant, the patient was transported to another medical facility. Post transport, loss of capture and high pacing thresholds were observed: the physician suspected the rv lead had dislodged. As a result, surgical intervention was performed to reposition the product. During intervention, multiple lead repositioning was attempted, prior to explanting the rv lead, as no acceptable position was attained and the helix then ceased to function correctly. Another lead was successfully implanted; however, a cardiac tamponade had occurred. A pericardiocentesis was performed: the patient's status has been reported as improving.